Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized on (B)(6) 2021 due to a blood glucose (bg) level of 20 mg/dl. Cause was unknown, however, the customer was involved in a car accident on (B)(6) 2021 and the customer believes the pump being compressed by the airbag is affecting the pumps performance. Customer attempted to self-treat with a glucagon injection administered by customers husband. During hospitalization, the customer was treated with intravenous fluids of saline, potassium, and insulin which reportedly resolved the issues. Customer was released from the hospital on( B)(6) 2021 with no permanent damage. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended.

Manufacturer narrative:
De results: the investigation has been completed. Functional/duplication testing was performed, and no failure was identified related to the reported issue. The information will be used for tracking and trending purposes. T:connect results: tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.